Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 685 mg/dl while wearing the pod between 1 and 4 hours in the abdomen. Symptoms reported include hyperglycemia, body aches and malaise. The patient was treated with an insulin drip. The patient was discharged after 4 days. The pod was removed at the hospital. While reporting this hospitalization, it was discovered that the pink slide did not move forward as expected on the pod, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.